Manufacturer narrative:
Investigation results: the complaint of needle shielding failure was confirmed and the cause appeared to be manufacturing related. The needle from an insyte autoguard device was received fully retracted in the shield; however, damage was found on the needle hub, which likely prevented full retraction of the needle. No other similar complaints were reported from the implicated lot. The damage was likely caused during assembly and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from chinese to english: when the nurse used the patient, the needle could not be recovered, causing blood to spatter. The needle was recovered when it was subsequently discarded.